Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 04-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and anaesthetic complication cardiac ('spinal anaesthesia which caused cardiac arrest') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaesthetic complication cardiac (seriousness criteria medically significant and life threatening), fatigue ("chronic fatigue"), disturbance in attention ("lack of concentration"), memory impairment ("memory disorders"), musculoskeletal pain ("joint and muscle pain"), headache ("headaches"), menorrhagia ("haemorrhagic periods"), menstruation irregular ("irregular periods"), renal pain ("kidney pain"), presyncope ("vasovagal episode"), eye irritation ("painful, weeping or burning eyes"), eye pain ("painful, weeping or burning eyes"), lacrimation increased ("painful, weeping or burning eyes"), ear pain ("pain in the ears"), tinnitus ("tinnitus"), toothache ("toothache"), dry skin ("drier skin"), sensitive skin ("more sensitive skin") and adenomyosis ("diffuse adenomyosis in the uterus / thickening uterine wall"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (performed vaginally under spinal anaesthesia)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, disturbance in attention, memory impairment, musculoskeletal pain, headache, menorrhagia, menstruation irregular, renal pain, presyncope, eye irritation, eye pain, lacrimation increased, ear pain, tinnitus, toothache, dry skin and sensitive skin had resolved, and the anaesthetic complication cardiac and adenomyosis had not resolved. The reporter considered adenomyosis, anaesthetic complication cardiac, disturbance in attention, dry skin, ear pain, eye irritation, eye pain, fatigue, headache, lacrimation increased, memory impairment, menorrhagia, menstruation irregular, musculoskeletal pain, pelvic pain, presyncope, renal pain, sensitive skin, tinnitus, and toothache to be related to essure. Based on the available information, a review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.